Event description:
It was reported that the pump stopped working. Per the reporter, the display was off and the pump had not alarmed. The reporter attempted to turn the pump on but was unsuccessful. The reporter replaced the batteries which was also unsuccessful. The patient was not affected; no adverse patient effects were reported by the customer. The device was not to be returned to the manufacturer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to stop working and not alarm is a main board failure; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.